Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified, circumflex artery. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for stenosis treatment. During the initial inflation at 6 atm for 6 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with an alternative device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (60% stenosed and moderately tortuous) were met which resulted in the reported event. This conclusion code is based on the available information and the review conducted.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified, circumflex artery. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for stenosis treatment. During the initial inflation at 6 atm for 6 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with an alternative device. There were no patient complications and the patient fully recovered.